Event description:
The hcp reported the pt was experiencing persistant pain. The pump was explanted after an implant duration of 42 months due to "failed to help with pain". The pump was not replaced.